Event description:
Bilateral breast reconstruction, 1986, left mastectomy, 1985, right subcutaneous mastectomy 1986, bilateral silicone implants reconstruction 1986. Developed capsular contractures grade I on left, grade iii on right. Rule out rupture right implant. Pt underwent removal of bilateral silicone implants and bilateral capsulectomies. Right implant was indeed ruptured. Left implant removed intact. Pt was reconstructed with bilateral silicone implants 400cc each. Removed implants sent to pathology.